Event description:
It was reported that the device was unable to be interrogated with two different programmers. There was no magnet response from the device and there was no pacing capture with intrinsic heart rates as low as 28 beats per minute. These findings were reported to the ordering physician and the patient's nurse and were documented in the patient's chart. No intervention was done at this time. The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.